Event description:
A biomedical engineering technologist reported that a system message occurred during a vitreoretinal procedure. It was later verified that they were not able to clear the system message resulting in a 20 minute delay. The procedure was completed with another system without any cancellations or patient harm.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).